Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys folate iii on a cobas e411 rack. The unit of measure was provided as ng/ml, but this could not be confirmed as correct. The sample initially resulted in a folate value of 0.5 ng/ml and it repeated as 5 ng/ml.

Manufacturer narrative:
The field service engineer determined the liquid level detection was outside of specifications and it was adjusted. No further issues were observed after the adjustment and the instrument was working within specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.